Manufacturer narrative:
The returned test strips were measured with a retention meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 inr: 1.8 inr, donor 2 inr: 3.2 inr. Donor 1 hct: 41%, donor 2 hct: 44%. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, retention meter and customer strips: 1.8 inr. Donor #2: retention meter and master lot strips: 3.2 inr, retention meter and customer strips: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Retention test strips (lot 330461) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 10:00 am, the result was 4.0 inr. At 10: 02 am, the result was 2.7 inr. At 10:04 am, the result was 4.1 inr. The therapeutic range was 2 - 3 inr.